Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results: are 0-120mg/dl - fasting. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Back to back blood test performed and results are 105 mg/dl and 108 mg/dl - nonfasting. Reviewed meter memory: 115mg/dl (B)(6) 2015 05:07:00 am fasting:yes; 140mg/dl (B)(6) 2015 05:07:00 am fasting:yes; 115mg/dl (B)(6) 2015 04:32:00 am fasting:yes; 129mg/dl (B)(6) 2015 05:00:00 am fasting:yes; 124mg/dl (B)(6) 2015 05:04:00 am fasting:yes. Customers concern: 115mg/dl. Customer stated the meter is reading low results in comparison to a competitor's meter. Customer stated fasting the competitor meter is reading 150-160 mg/dl and the true result is reading 115 mg/dl.